Event description:
Healthcare professional reported capsular contracture baker grade unknown and anxiety against a device. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown and exchange from textured to smooth due to concern with the product. Later, healthcare professional reported left side capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ anxiety - product/procedure: unable to observe as it is a medical event not related to the device. Additional observations: ¿ deformation observed. ¿ yellow particles observed on the surface of the shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.